Event description:
Guiding catheter kinked and fractured were it exited the namic 6fr sheath introduced in the right femoral. A snare was introduced via the left femoral and the fractured portion was retrieved.